Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive, system interface, backplane, video controller board, image processor, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system had a low kilo volts error and the x-ray tube was arcing outside a case. No pt injury was reported.